Event description:
The pt reported her blood glucose was slightly elevated (value unk) prior to bed, she then found the infusion device had shut down without alert/error message. She changed the battery but was unable to resolve the issue. She switched to her backup infusion device. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.